Manufacturer narrative:
This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. The product ID used was the closest available code to the device involved. Mourad m, kadakia s, jategaonkar a, gordin e, ducic y. Intraoperative nerve monitoring during parathyroid surgery: the fort worth experience. Head <(>&<)> neck. 2017;39:1662¿1664. Https://doi.org/10.1002/hed.24812. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that 3 patients had vocal cord paralysis after undergoing parathyroid surgery.